Event description:
It was reported that this patient with this device experienced syncope in which the emergency medical service (ems) arrived. This patient had no memory of why they had called ems. Ems reported this patients heart rate was in the twenties however there were no recordings of this to provide the nurse practitioner with. Technical services (ts) reviewed noting there were no out of range measurements observed and the right ventricular automatic threshold (rvat) test episodes stored in the configuration collection period were successful. Ts discussed the lower rate limit was programmed to 50 beats per minute (bpm). The np would consult with the electrophysiologist to discuss parameter changes. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.